Manufacturer narrative:
Product evaluation: the device was received for analysis. Visually, there was no blockage of the inside diameter of the main tube in an ¿as received¿ condition. A syringe was used to deflate and then inflate the cuff with 15cc of air. After 2 minutes the inside diameter began to delaminate and block the airway path which would have resulted in the reported event. The drawing requires that separation of the pvc layers (delamination) shall be less than or equal to 1.0mm (0.040¿). Using the 7.5mm inside diameter as reference, the delamination / separation of the pvc layer measured approximately 3.0mm (0.12¿) from the wall which is out of specification. The approximate location / orientation of the occlusion on the inside diameter started at the inflation assembly and traveled up to the proximal connector.

Manufacturer narrative:
PMA#: 510k: device not cleared in us, but similar device is available. Product evaluation: analysis results are not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was intubated with the emg tube the cuff was inflated with ¿2ml air; the pressure of the cuff was 28 mmhg. After the uncomplicated initiation of anesthesia and adequate ventilation, the breathing situation suddenly deteriorated after 10 minutes. Only by significantly increased peak pressure could a minimum inspiratory volume of approx. 25 ml be achieved. A return flow of co2 was not noticeable. Laryngoscopically the correct position of the tube was checked. After exchanging the tube with a new one, it was noted on the blocked tube that there was a formation of a cuff hernia which filled almost the complete lumen in the region of the entrance port of the supply line for blocking the cuff into the intraluminal tube. As a result, ventilation was not possible. After introduction of the new tube, ventilation was possible without any problem. Due to the speed of the procedure, the patient was never at risk.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.